Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding: no anomalies found.

Event description:
It was reported that during implant attempt, there was high impedance greater than 2000 ohms at multiple sites. Consequenlty, this lead was explanted and replaced with a same brand lead uneventfully. No patient complications have been reported as a result of this event.